Event description:
It was reported that two alarms were triggered on a ventilator while it was connected to a patient, one indicating high airway pressure and the other high peep (positive end-expiratory pressure). A filter was attached between the patient and the ventilator, at the time of the reported event, and once this filter was removed, the ventilator resumed normal operation. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our investigation into this matter is finalized. A single use bidirectional bacteria/viral filter was exchanged. It was stated by the hospital that the reported alarms (high airway pressure and high peep) was caused by the filter. No other parts than the filter were exchanged in the ventilator system. Additional information from the hospital claims that the environmental conditions, set-up and use of the filter were according to the information in the user information. The filter nor the log files has not been received for further investigation and confirmation of the event. The root cause has not been determined.

Event description:
(B)(4).